Event description:
On (B)(6) 2015, a dentist reported that a (B)(6) year-old female patient required endodontic treatment of tooth #30. This tooth had a crown made from 3m espe lava ultimate cad/cam restorative for cerec which was placed on (B)(6) 2012. Prior to placement of the lava ultimate crown, the tooth was reported to have had a large filling with decay beneath it. The root canal treatment was performed on (B)(6) 2012, due to debonding of the crown and identification of decay beneath it.